Event description:
This customer returned this handpiece for evaluation with a request for service. There was no problem specified and no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the saw handpiece was returned for an evaluation. During testing the handpiece operated erratically; the speed would fluctuate and it ran while in the safe mode. The cause of this failure mode is related to pc board failure. Conmed linvatec will continue to monitor this device for failures.